Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
On 2017-jan-19 information was received from a patient implanted with a neurostimulator for spinal pain and multiple back operations. It was reported that the patient programmer (pp) was not working and the patient was not feeling stimulation on certain settings. When the device was on group a, d and c settings at high amplitudes of 7.00-8.00v, the patient was not feeling stimulation; however, on group b and e settings they could feel stimulation. It was also reported that the patient talked with a manufacturing representative today ((B)(6) 2017) about their issues and they advised the patient to follow-up with a product specialist. The product specialist did some troubleshooting with the patient and found that the patient programmer seemed to be functioning as designed, as it was showing the correct information/settings and the patient was also able to change the settings. It was recommended that the patient follow-up with their healthcare provider and manufacturing representative to determine why they are not feeling stimulation on certain groups. The event occurred in (B)(6) 2016. On 2017-02-03, additional information was received from the patient reporting that on (B)(6) 2016 they met with the manufacturing representative (rep) and determined that three leads were broken. They also spoke with their healthcare provider and set up another meeting with the rep on (B)(6) 2017. It was reported that the patient was told that wires were broken or the signal was impeded by scarring. On (B)(6) 2017, alternate positions were added to f and g settings for new stimulation. It was reported that the patient now gets stimulation close to what they had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have not used the therapy for many months because therapy stopped working for them about a year and a half after the ins was implanted. Patient stated they still keep the ins charged every 7 to 8 days. Agent asked when the therapy stopped working and patient stated they can turn the ins on but the therapy does not help. Patient is not going to have it removed if they do not have to. Patient stated that it was a literal pain to get the ins put in. Patient stated after a period of time post implant the lead wires broke and they had to have surgery to fix the lead. Patient stated they use medical marijuana and it relieves them as good or better than the ins therapy. Pt does not intend on using or replacing the ins in the future.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that on (B)(6) 2017 the patient met with the representative on (B)(6) 2017 and confirmed that 3 of the 5 leads were not working. They rearranged the circuit pattern to add options and the patient was able to get relief but it was not as good as it was. There was no determined reason for the lead failure. The broken circuits are still broken. The steps taken were to add settings to help. It was stated that the patient¿s relief was ¿not all that.¿ the problem was reported to be ¿bearable for now.¿

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their broken leads were replaced but due to new and existing scar tissue it prevented them from putting the leads in the same spot. However, the patient wasn¿t able to get the same relief as before. The patient stated that they tried adjusting settings and had met with a manufacturing representative (rep) to add some programming but they were still unable to get the same relief. The patient stated that they are constantly at a 3-4 pain level. The patient stated the surgeon looked at the incision and discussed possibly using different lead (paddle). The patient was instructed to follow up with their health care provider (hcp). No further patient complications have been reported as a result of this event.